Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: promus element plus mr, ous, 3.5x28mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found proximal and mid section struts of the stent damaged. The distal stent od (outer diameter) was measured and was within the crimped stent specification indicating that there were no issues with the crimp stent profile. An examination of the balloon found that the folds at the proximal end of the balloon were relaxed (not tightly folded). A visual and tactile examination found slight hypotube kinks along the full catheter length. A visual and tactile examination found the inner extrusion on the proximal side of the distal tip was stretched for a length of 3mm. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 17-may-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed target lesion with a bend of between 45 and 90 degrees was located in the severely tortuous and moderately calcified right coronary artery (rca). A 3.50x28mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.